Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) showed three abnormal pacing impedance and threshold measurements on the right ventricular (rv) channel. Two of the pacing impedance measurements were out of range and greater than 2000 ohms. Shock impedances were within range. Boston scientific technical services discussed troubleshooting options and possible explanations including environmental factors such as electromagnetic interference. Additional information was received that indicated the physician has elected to monitor the system at this time as this patient is not dependent on rv pacing. The rv lead is a competitor's product and this device remains in service. No adverse patient effects were reported.